Manufacturer narrative:
(B)(4). Foreign source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured during surgery. Subsequently, surgery was continued with the same instrument. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Product was returned to biomet UK ltd for evaluation and forwarded to the complaints product evaluation engineer for investigation. Visual inspection confirmed the reported event, the weld failed due to lack of fusion on the weld joint at the point where the two part faces meet. Root cause: lack of fusion of the weld joint caused the instrument fracture that was likely accelerated by repeated use. Jinhua, china conducted welding inspection according to design specification. Therefore, at the time of manufacture the item was conforming to design specification at completion of manufacturing. The DHR, at the time of manufacture, does not show any non-conformity rejection or concession that could be related to the reported event. Complaint history search for past 3 years has found 8 similar complaints for item (B)(4). The item is covered by CAPA, ca-04950 that investigates the issue with the weld. The occurrence of the issue is investigated as part of the CAPA process. The root cause, inadequate weld, given in the CAPA remains the same. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that the instrument fractured during surgery. Subsequently, surgery was continued with the same instrument. No adverse events have been reported as a result of the malfunction.